Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent anterior and posterior repair due to stress urinary incontinence and pelvic organ prolapse. Following insertion the patient experienced odorous discharge, dyspareunia, bleeding, constipation, urgency, pelvic and vaginal pain. It was reported that patient underwent mesh explants on (B)(6) 2012.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.